Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level ranging from 51-53 mg/dl. Reportedly, the customer miscalculated the amount of carbohydrates consumed and requested a larger bolus than needed. Customer consumed carbohydrates to address bg level. Customer declined to provide additional information, and declined further troubleshooting with tandem technical support.